Manufacturer narrative:
Batch review performed on 02 october 2020: lot 146977: (B)(4) items manufactured and released on 28-nov-2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Additional device involved: batch review performed on 02 october 2020: lot 146040: (B)(4) items manufactured and released on 14-jan-2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Clinical investigation performed by medacta medical affairs director: 2.5 years after primary cementless tha the cup is revised because it's reported painful. The single image supplied shows a cup not deep enough, and therefore potential source of rubbing against muscles or other tissues. The stems appear to be very small and potentially undersized, but this cannot be fully judged with a single projection. The cause of this revision does not appear to be a defective device.

Event description:
Revision surgery performed, 2 years and 6 months after primary surgery, due to pain. The surgeon revised successfully the patient shell and liner.